Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with diffuse lamellar keratitis (dlk) in both eyes post lasik. Additional information received reported the patient had 1+ dlk in the right eye. The facility noted the normal post operative routine is antibiotic and steroid drops four times daily for one week. For patients that have mild to moderate to dlk the topical steroid dosage is increased to every one to two hours depending on severity until resolved or improving and then taper. For patients with moderate to severe dlk, the patient is switched to a topical corticosteroid. Oral steroids have not been used on any of the reported patients. For this reported patient, topical steroid dosage was increased. Dlk is noted as resolved six days post treatment. There are multiple related patients for this reported event. This report addresses the patient kc's right eye, and another manufacturer report will be filed for other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The ablation test is borderline. It is not clearly visible on the attached ablation test image that the required criteria are met. The energy was stable during the whole day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).